Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device cut? Only a little bit. If the device cut was the cut line complete? Yes. What color cartridge was being used? I thought white. I am seeking clarification of your follow-up responses. Did the device cut? Yes, only a little bit. If yes, was the cut line complete? Yes. Did the device fully cut the entire length of the reload? Or did the device partially cut (some of the tissue cut but not all)? Some of the tissue cut but not all.

Event description:
It was reported that during a video assisted thoracoscopic procedure, the device did not staple during the eighth time of use. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: sled movement. The analysis found that one pse45a device was returned in good visual condition and with two ecr45b cartridge reloads present. Cartridge (a) ecr45b, l5530a was received loaded on the device partially fired 1/10 and in good visual conditions. Cartridge (b) ecr45b, l5530a was received not loaded on the device partially fired 1/10 and in good visual conditions. It is possible that while loading the reloads (a, b) the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.